Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with serial number label missing and broken belt clip rails. Unit received with blank display due to damaged battery cap threads. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery cap was super glued and battery could not be removed. No harm requiring medical intervention was reported. The device was returned for analysis.